Event description:
Additional information received from reporter on 4/07/2020 mw5091079; "I've written to you about my concern about the lack of medical treatment I've received over a period of more than 2 years. The dr I had for 18+ years, dr (B)(6) had been in charge of the medication I received and how often. When he was involved on criminal charges; he had dr (B)(6) replace him. I'm (B)(6) and felt his disdain towards me right away. Rude, cruel, indifferent, this was just on the seer face. What I discovered was far more horrific. On just this one I print out for the pain pump; you can see all the attempts he made to cover up what he was actually doing. For the past 3 1/2 years or so he has tampered with the dose of the medications. I've only seen 1 ounce of the medication, 1 syringe that was supposed to contain the medication. Until (B)(6) of 2018 when both my husband and I noticed a regular syringe he "forgot" sitting on the tray it sat on the table by itself. He came out of his office when he noticed and stood next to the door blocking the entrance to the room. One of the last things he said to me was "I inherited you". Then went onto refer me to dr (B)(6) who was changing / reducing my medication an average of 2x's a month. Even after I was involved in a suspicious car crash on (B)(6) 2019, the 2nd one in 3 months. He knows I know he was pursuing me and pros coached a campaign to destroy me. It's working. Because no one, will look into the documentation I've enclosed in my pleas for help. They don't even have me sign for my medication. Everything is a white black with a line for my name. In (B)(6) there was a man in the room. I was told he was from medtronic to help put me on the new computer system. I was never warned or told of any catheter recall problems, I found out their research. In (B)(6) 2017 I had to get 8 stitches over my left eye because I was experiencing "blackouts". I found myself on the floor. The 3rd blackout was in the ball room where I split my head open on the edge of the shower stall. I can't believe I didn't have a car accident back then. When I was getting the pump refilled on (B)(6) 2020 the nurses, 2 of them I assist, the one who does the refill; were literally laughing out loud "like your pump, get replaced next (B)(6)." Why the joy? The pumps were supposed to be filled 30 days apart as per new law so they said. Why do I have 10 -14 added to the 30 day refill period unless they are trying to flush out any residual product that the good dr had been putting in. I've known they want the pump, forensics would prove that lab created "chemical cocktails' would leave behind. The term "chemical cocktail" came from the dr himself he told me. Because he had lost / misplaced it the summer of 2018 when he lost (B)(6) on the stock market and had to move from (B)(6) to (B)(6). I don't have a way to prove these things he told me; however, there is no doubt what I just wrote will turn out to be true. He had tears in his eyes when he told me in (B)(6). By (B)(6) 2018 (still he was jubilant. Found it .I found it. What I said, he says the book it look a few more questions but he felt safe, I was drugged after all. The book of chemical cocktails. On (B)(6) 2018 he again drugged me, I saw, so did my husband; the syringe, for the last time. He picked up his abuse of me with dr (B)(6), who went ballistic on my daughters and I when I caught him in a lie. He reduced the medication 3% in (B)(6) 2019. Dr (B)(6) called my next tormentor took over (B)(6) np. I can't ask questions, get reports so x-rays, MRI's. Just shut up and take it. I'm having surgery to injuries to my neck from (B)(6) 2019 on (B)(6), 1 yr later because I have been black balled from getting medical treatment and medication. That's not all. There's the surgeries for profit that's another reason tis is happening. I have documents, I've sent you documents to show a history of abuse to my husband and myself. All I ask is that someone at least give me a chance to show them what they have done to us and why. You'll see that it's a history of abuse of power, abuse of seniors and sick people. People who sent to drs for help and had their lives turned into nightmare. No we are not the only ones. Our car was budged, our home they used our medical application from and got into our checking account. And the car accident, why did the insurance company not take pictures of the car. I did and they are not of a car that was t boned. The women who hit me was unkept, dirty stringy hair drove as an angle and hit our car. I know what (B)(6) got for his part. I believe the young woman was given only what he could offer her. Drugs. As it sounds insane, I watch tv (B)(6), they name, they do harm. Forensic shows are filled with them. "

Event description:
Since 2016 the dr who fills the pump has been lowering the dose without any discussion leaving me to go ¿thru¿ terrible withdrawal and pain. On 10-17 suffered from blackouts almost lost my left eye, 8 stitches. After mva continues to decrease meds or extend 30 days to 41 to 47 days causing me to go ¿thru¿ withdrawal and severe pain. I can not find a doctor who will treat me. I had surgery on my rt rotor cuff to repair it. Still they will not stop lowering the dose or give me anything for withdrawal or pain. No one has checked pump for damage or worrying condition (I did come loose). Accident date (B)(6) 2019. First MRI april. I had rsd of my rt foot. Now it has spread to the rest of my body arms, legs neck, face, back. The pain pump is implanted under the fatty tissue of my right buttocks. Today I went in for a refill. This time a 30 day supply of medication has to last 44 days. Please help me something is very wrong. No one should have to suffer such pain and indignity. I've tried and no one helped.